Event description:
It was reported that oversensing caused by an external interference source occurred. Inappropriate detection and therapy resulted from the electromagnetic interference. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise, and the unexpected delivery of a ventricular tachyarrthymia therapy. The analyst noted that electromagnetic interference was confirmed leading to inappropriate shocks.